Event description:
A hospital in (B) (6) reported that their iw930aek cosycot infant warmer heater head was cracking. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Cracking of the infant warmer heads could possibly be due to the use of incompatible cleaning solutions, causing chemical reactions to the polycarbonate plastic material. An investigation will be carried out once we receive the complaint device. A follow up report will be provided.